Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to pass 10 calibrations when tested in ambient temperatures. After cold chamber exposure the epgs failed calibration all 10 times. It was determined that the flowmeter was the cause of the problem after being exposed to cold temperatures.

Manufacturer narrative:
Per the supplier evaluation, the register values and adc sensor counts were examined and all values were within expected ranges when compared against the 'as left' values at final quality inspection. When the flowmeter was dropped to 10 degrees celsius and tested with gas at room temperature the flow was slightly out range. It quickly returned to passing within specification once the flowmeter returned to a temperature that matched the gas. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, the flow was constantly adjusting while setting up the heart lung machine (hlm) with no air or o2 lines connected. Once the hlm was moved into the operating room and connected to the air and o2 lines, the unit failed calibration. The field service representative (fsr) was not able to verify the issue. He decided to replace the epgs as a precaution and downloaded the logs. The unit operated to the manufacturer's specifications. Per data log analysis, on 11-oct-2019 the system is powered up, both o2 and air are initially at zero pounds per square inch (psi). A perfusion screen is opened at 07:03:16. When calibration is attempted it fails with "zero flow high before cal". Zero flow was at 9.26, 7.65, and 7.02 liters per minute (l/min) for the three calibration attempts. The log confirms the failed calibration. The reported constant adjusting was likely related to the zero flow issue. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had an oxygen (o2) calibration failure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.